Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during preparation for use for a diagnostic colonoscopy, the xenon light source had no power and wouldn¿t turn on. The issue caused an unspecified delay in the procedure while the customer waited until another procedure room was free to move the patient into. The patient was sedated at the time but not with general anesthesia. They allowed the patient to wake up until they moved into the other procedure room and started the procedure. The procedure was then completed with the different equipment. There was no reported patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reportable malfunction was not confirmed. A definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.